Manufacturer narrative:
Updated sections b4, b5, d9, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation could not be performed. As such, the definitive root cause of the reported event cannot be established at this time. However, no deficits were identified during the manufacturing documents review. Should further information become available in the future, a follow up report will be provided.

Event description:
The manufacturer was informed of a failure to implant a pvf-l. Reportedly, the valve was implanted on (B)(6) 2025, but central ai and pvl was noted when the patient went off pump. Therefore, the prosthesis was explanted and replaced with a different valve. Based on the further information received, the valve was implanted through full sternotomy, the valve was replaced with inspiris 23, concomitant procedure was avr and mvr. Reportedly, there was no impact on the patient and patient remained stable through the prolongation of the surgery. The pathology team indicated that the explanted device was inadvertently discarded before it could be preserved.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is awaiting the receipt of the device. A follow up report will be provided upon receipt of the device and/or completion of the investigation.

Event description:
The manufacturer was informed of a failure to implant a pvf-l. Reportedly, the valve was implanted but central ai and pvl was noted when the patient went off pump. Therefore, the prosthesis was explanted and replaced with a different valve. Based on the further information received, the valve was implanted through full sternotomy, the valve was replaced with inspiris 23, concomitant procedure was avr and mvr. Reportedly, there was no impact on the patient and patient remained stable through the prolongation of the surgery.